Event description:
It was reported that this rv lead was exhibiting an unknown issue. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).